Event description:
Covidien service technician found that the thermistor was out of the hole, which means there is no control of the temperature. The unit would not be able to step down to a lower temperature.